Event description:
Senseonics was made aware of an incident where user reported "no sensor detected " alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. Troubleshooting efforts to optimize transmitter placement were unsuccessful. The user expressed dissatisfaction with the sensor location, as it was inserted too far back in the arm, making transmitter placement difficult. The user was advised to return to their inserting healthcare provider (hcp) for sensor removal and reinsertion in a more suitable location, which was completed on (B)(6) 2025. B4. Date of this report 02 march 2026. G3. Date received by the manufacturer? 02 march 2026. H3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67,4311.